Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
The additional information received alleges a myocardial infarction and also indicates that the event occurred approximately 2 years later than the date of event that was initially reported. Clarification is needed in order to determine the date of event and other details surrounding the event. As a result, requests for clarification surrounding the circumstances of the event have been made and the information will be submitted upon receipt accordingly. This is one of two device reports associated with this event. The related manufacturer report numbers are 1225714-2014-13482 and 1225714-2014-13483.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.